Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the device was not cutting graft fully and the doctor had to do manually. There was no patient injury, or delay. They didn't use another device because the doctor manually punched holes in the graft in order to mimic what the mesher would normally do to the graft. The rep was present and they attempted to use the surgical technique until they could not be due to problems with the mesher. Due diligence is completed and there is no additional information available.

Event description:
During product evaluation, it was found that this is not a complaint. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
During product evaluation, it was found that this is not a complaint. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.